Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during an implant procedure, this lead exhibited high out of range pacing impedance measurements between 1800 and 2100 ohms in multiple implant positions. The physician ultimately decided to remove and replace the lead prior to pocket closure. There were no adverse patient effects reported.